Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported a critical pump error/open book image error. Customer is not using the correct battery cap for the pump they are using. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer requested assistance with pump programming. Assisted customer with requested programming. Troubleshooting was performed and found open book image and found stuck button alarm. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error/open book image. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the pump detailed traces, it recorded pump error 63 alarm (variable=21, file=2017 and line=147) triggered three consecutive times confirmed on 04/16/2024 from 06:11:00 to 06:11:12. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the twi interface or ad5161 chip. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, keypad flex connector and force sensor flex connector causing electrical short. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded) and cracked keypad overlay. In conclusion, customer concern for critical pump error (open book image) was confirmed due to moisture damage on electronic assemblies. Pump error 63 was confirmed due to hardware issue. Unable to confirm keypad/button unresponsive error due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.